Event description:
It was reported that the minicap transfer set had a separation issue; further described as ¿the blue thread piece became disconnected when trying to disconnect from an ultrabag." This occurred during use of the device for peritoneal dialysis therapy. The patient had to cut the line in order to bring the threaded piece in for assessment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6,h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.